Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed that the pump kept shutting off, and the medtronic logo appeared on the screen. Pump error 63(hardware low level failures). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for pump error and the customer was able to clear the error and successfully complete fill cannula deliver test. Error table indicated that pump requires replacement. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
No flashing medtronic logo noted during testing. Unit received with constant pump error 63. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. Thus software was utilized and downloaded trace/history files properly. However, alarmed error 63 in pump diagnostic file history on event date 07/02/2025 18:59:25.000, 07/02/2025 18:59:36.000, 07/03/2025 11:10:33.000, 07/03/2025 17:45:29.000, (variable 15) file number: 2017, line number: 147. Pump 63 error due to hardware error. The pump was cut open to perform visual inspection and no component or moisture damage on the electronic assembly, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay. In conclusion, flashing medtronic logo is not confirmed. No pump error 63 alarm during testing and pump error 63 confirmed in diagnostic trace history may have had an intermittent failure by electronic defective that was not detected during our testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.